Event description:
The customer complained of being unable to prime the insulin pump. During troubleshooting the customer stated that he had been hospitalized due to hypoglycemia. The customer stated that his skin was clammy and he was suffering from seizure-like symptoms at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.